Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the lcb distal cover glass cracked, the segment disconnected segment clip, the suction channel clogged, the segment corroded, the operation channel leaky, the bending rubber leaky, the objective lens unit scratched, the lcb distal cover glass scratched, the distal body dirty, the suction channel dirty, the lcb distal cover glass dirty, the segment loosened, the junction case loosened, the lg prong top loosened, the insertion flexible tube (ift) worn out, the distal body worn out, the light guide cable worn out, the insertion flexible tube (ift) lump/wave, and the light guide cable lump/wave; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.